Event description:
During a left percutaneous nephrostomy tube placement for left hydronephrosis toroidal left ureter secondary to obstructing stone icm of a .018" guidewire fragment lodged in partially in renal cortex and retroperitoneum. During the procedure, it was noted that the retained wire could not be seen anywhere in the tract or in the renal pelvis or any of the calyces.